Event description:
Right-side potential alcl.

Event description:
Right-side potential alcl.

Event description:
Alcl negative per pathology report: 10-mar-2022.

Manufacturer narrative:
Sientra complaint (B)(4). Per patient updated, still undecisive on revision surgery so device is still implanted. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.